Event description:
Customer reported patient was started on 250 cc bag of heparin infusion via pump at 1900hrs. At 2100hrs, rn went to the room and noticed IV bag was empty. Rate and volume were checked on pump, the numbers were correct, the rate was 9cc/hr and volume to be infused was 221mls. Pt was treated with protamine sulfate and returned to baseline following event. No add'l info was available.

Manufacturer narrative:
(B)(4). Product was evaluated and customer's report of empty bag (overinfusion) of heparin was not confirmed. A review of the events found in the device's logs indicates that the infusion was programmed, as reported, for a rate of 9 ml/hr and ran for approx 3 1/2 hours. A total of 27.61 mls was recorded to have been infused over the duration of the infusion. It was noted that almost immediately after starting the infusion, the user received a pump chamber blocked message for unk reasons. Also noted was the fact that the user changed the vtbi to 10 mls near the end of the infusion then back to 221 mls a couple hours after the infusion had been terminated. Functional testing on the device and the returned disposable set found the system to be in good condition and delivering fluid within specifications at the incident rate of 9 ml/hr. Note: the returned bag was labeled heparin 100 units/ml. The root cause of the reported event was not determined.